Event description:
Bicarbonate results are recovering up to 10 mmol/l lower as compared to another analyzer. The incorrect results have not been used to guide therapy. The field service rep found the waste manifold and waste valve were clogged and repaired the instrument by cleaning the manifold and valve.